Event description:
Individual was cut by a broken blood culture bottle when trying to remove the bottle from an instrument. The right inner thumb was cut. The event happened about six am and the individual went to the emergency room because the employee health dept was closed. She was given a tetanus shot. Individual received hepatitis and gamma globulin shots.